Event description:
It has been reported that during an angioplasty procedure the guide wire unraveled and perforated the artery, open heart surgery was performed. The pt is reported to be in stable condition and the device is being returned for evaluation.